Manufacturer narrative:
Patient age/date of birth and weight are unknown. This report is for an unknown quantity of unknown matrixmandible 2.0mm screws/unknown lot. Part and lot number are unknown; UDI number is unknown. (Therapy date): unknown date; reported as around (B)(6) 2016. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed due to pain, nonunion, and screws loosening. The patient initially had an orthognathic surgery to correct sleep apnea around (B)(6) 2016. Patient was implanted with one matrixmandible mini plate, one matrixmandible crescent plate, and approximately eight matrixmandible 2.0mm screws. There were no reported issues during initial surgery. The patient reported pain and loss of function on unknown date. Panorex imaging taken on unknown date showed that unknown numbers of screws have loosened. Due to the loosening, patient had a nonunion. A revision surgery was performed on (B)(6) 2016. Due to complications with the airway, it took approximately an hour and a half to anesthetize the patient. The surgeon reopened the initial incision to remove the plates and screws. The plates and screws were easily removed. All explants were intact. The surgeon implanted one titanium (ti) matrixmandible reconstruction plate and twelve 2.4mm ti matrixmandible screws of different sizes. The procedure was successfully completed. There was no surgical delay due to the reported event. Patient status/outcome was reported as stable. Concomitant devices reported: matrixmandible mini plate (part 04.503.703, lot unknown, quantity 1); matrixmandible crescent plate (part sd448.008, lot unknown, quantity 1). This report is for an unknown quantity of unknown matrixmandible 2.0mm screws. This is report 1 of 1 for (B)(4).